Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the screen was difficult to read because it was scratched and had become so scratched up over the years which made it hard to judge how much insulin were dialing in. The insulin pump will not be returned for analysis.